Event description:
It was reported that patient underwent revision procedure from a partial knee to a total knee on (B)(6) 2012. The patient was revised due to loosening. During implantation of the total knee, the tibial guide resection level was found to be 14mm when it should have been at 10mm. The procedure was completed using other instrumentation that was on hand.

Manufacturer narrative:
Evaluation of planning and procedures by the supplier/manufacturer revealed the changes from the surgeon to the surgical plan were not implemented. The signature plan did not meet specifications.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation of surgical planning process started but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2012-01542 / 01545).